Manufacturer narrative:
The device was returned as part of an annual inspection, finding that the device displayed an error during an air supply operation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, high flow insufflation unit - insufflator, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the device displayed an error during an air supply operation. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to main board. Olympus will continue to monitor field performance for this device.